Manufacturer narrative:
One smiths medical legacy pump was returned for analysis. During analysis, customer's reported problem in that the pump alarming "no disposable" issue was unable to be repeated. Multiple no disposable after disposable attached alarm messages were found in the pump's event history logs. Service recommended a downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical legacy pump exhibited a no disposable alarm. No patient consequences were reported. No adverse effects were reported.